Event description:
It was reported that the patient had a revision surgery because their leads migrated and the patient needed a paddle laminectomy lead instead. The patient had been very happy with their device. Before the leads migrated the patient had been getting 60-75% pain relief. The laminectomy surgery was 2 weeks prior to the report. The patient just turned their stimulation back on two days prior to the report. They would not be able to fully adjust and tweak their settings until the swelling went down. Additional information has been requested, but was not available as of the date of this report. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, serial# unknown, product type: lead; product ID neu_unknown_lead, serial# unknown, product type: lead. (B)(4).